Event description:
One pt sample with discrepant total psa results. Initial result gave 0.06ng/ml. A second sample from the same pt gave 18.07 ng/ml. Original sample was repeated next day giving 17.18 ng/ml. Erroneous result was reported. Pt not adversely affected. The field service representative was unable to determine the cause for the discrepancy. Performance tests were performed which were within specifications.